Manufacturer narrative:
It was reported that during an initial bunion surgery, the tip of an ao driver tip broke off in the head of the dorsal screw which was implanted in the patient's bone. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. Device-specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. The most likely cause cannot be determined due to the device not being returned. However, it is likely that excessive torque was applied to the device during use, which can lead to torsional failure. The surgical technique includes multiple statements regarding the proper method for inserting screws into a plate. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that during an initial bunion surgery,the tip of an ao driver tip broke off in the head of the dorsal screw which was implanted in the patient's bone. No other patient outcomes were reported as a result of this event. Although there was no adverse event reported or anticipated, a piece of a driver tip is not intended to be implanted, therefore the company has chosen to file a MDR to ensure full compliance with 21 cfr part 803.